Manufacturer narrative:
Evaluation was confirmed, as a balloon sac burst along lumen was found upon visual inspection and sample was evaluated under microscope and no condition found that could be associated with the reported event. Exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that 6 hours of use, balloon damage was noted. The catheter was used for bladder drainage. The nurse allegedly heard the balloon burst. When the nurse connected the syringe to the inflation valve in order to try to deflate the catheter, only 3cc of yellow fluid that appeared to be urine was collected. The nurse managed to remove the catheter without any resistance. It was determined that some balloon fragments did remain inside the patient's body, which was removed by cystoscopy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 6 hours of use, balloon damage was noted. The catheter was used for bladder drainage. The nurse allegedly heard the balloon burst. When the nurse connected the syringe to the inflation valve in order to try to deflate the catheter, only 3cc of yellow fluid that appeared to be urine was collected. The nurse managed to remove the catheter without any resistance. It was determined that some balloon fragments did remain inside the patient's body, which was removed by cystoscopy.